Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the two actual products and one tip that had come off the electrode were returned. No cracks or chips were found. It was not possible to identify which actual product the returned tip belonged to. It was confirmed that the tip had come off from the electrode, and the adhesive for connecting the tip remained on the tip of the electrode. There were no other abnormalities that could be linked to the reported issue. However, a definitive root cause for the reported issue could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use electrosurgical knife insulation tip fell into the patients body and was not retrieved. The issue occurred during a therapeutic endoscopic submucosal dissection (esd) procedure that was completed using a similar device. There were no reports of patient harm.